Event description:
It was reported an over infusion event involving precedex. Per report, "patient should have received 18ml total, but pump showed that from the 100ml bag the pump had delivered 58.8ml." The event occurred on (B)(6) 2024 in neuro intensive care unit. There was patient involvement but the outcome is unknown. During manufacturer on site visit, additional information was received. "Patient did experience neurological changes but after CT showed signs of improvement"

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion event involving precedex. Per report, "patient should have received 18ml total, but pump showed that from the 100ml bag the pump had delivered 58.8ml." The event occurred on (B)(6) 2024 in neuro intensive care unit. There was patient involvement but no patient harm. During manufacturer on site visit, additional information was received. "Patient did experience neurological changes but after CT showed signs of improvement" additional information was received. Patient had a glascow coma scale of 11 which decreased to a 3. However, when a CT scan was performed patient had improved. No interventions needed. Additional information was received from the customer. Patient was admitted for acute intracerebral hemorrhage. Precedex was ordered as sedation for agitation, associated hypertension and ventilator desynchrony. The precedex was being titrated up at regular intervals. The medication was hung at 2347 and titrated up by 0.1mcg/kg/hr at 30min intervals. At 0115, the rn determined that the patient needed additional up-titration of precedex due to continued agitation the dose was increased to 0.5mcg/kg/hr. At 0138, the patient was suddenly unresponsive. The precedex was immediately stopped. Due to the sudden change in neuro status, known intracranial hemorrhage with cerebral edema and period of hypertension leading up to the sudden change, a CT head was ordered. After imaging revealed no acute changes, the patient was closely monitored for several hours and returned to baseline neurological function without additional intervention. A copy of the customer's medwatch was received from the FDA which states "on 12.8 24, a 52 year old male underwent a craniotomy for a sudural hematoma with a biopsy of a lesion concerning for mass on 12 9.24, precedex was initiated after increased sedation required a new bag of precedex was started at 0 2mcg/kg/hr (5 7ml/hr) and titrated according to order on 12 10 24, at 0138, patient became unresponsive precedex drip stopped provider was notified and CT head was ordered due to sustained spike in bp and decline in neurologic exam rns evaluated the bag of medication and identified that the volume of the bag was less than expected. According to the (B)(6) 14 ml should have infused since the drip was initiated the bag appeared half empty the measured the remaining volume in the bag as 40ml, finding that the pump indicated it had infused 58 8ml of the drug during the time it was running the settings were reviewed by additional nursing staff and all settings were correct. The patient recovered to baseline neurological status after several hours of precedex being held".

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, FDA notified? Additional information: age at time of event, age unit, date of birth, sex, gender, weight, weight unit, patient ethnicity, patient race, other relevant history, unique identifier (UDI) #, medical device serial #, report source, report source other, device available for eval?, returned to manufacturer on,, device manufacture date, imdrf annex e, b, c, d and f codes and related report number grid. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of over infusion of acetaminophen was not able to be confirmed from the log analysis or replicated during the extensive laboratory testing. The suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. Internal and external inspection did not observe any anomalies, and the sear was also found to be properly closing the administration set safety clamp when the door was opened. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, drug information, volume infused and programming parameters outside of rate and volume to be infused (vtbi). A review of pump module error log showed no errors related with the reported incident. Infusions were not recorded on the day of the reported event. On (B)(6), 2024, at 11:11 pm, the last infusion was recorded with a rate of 19.998ml/h and vtbi (volume to be infused) of 458ml. The profile in use was identified as ¿pediatric ward¿. Immediately, the pump alarmed check IV set, then, the channel was selected, and the pump module was powered off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the pumping mechanism assembly as it was disassembled during the investigation. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing.

Event description:
It was reported an over infusion event involving precedex. Per report, "patient should have received 18ml total, but pump showed that from the 100ml bag the pump had delivered 58.8ml." The event occurred on (B)(6) 2024 in neuro intensive care unit. There was patient involvement but no patient harm. During manufacturer on site visit, additional information was received. "Patient did experience neurological changes but after CT showed signs of improvement" additional information was received. Patient had a glascow coma scale of 11 which decreased to a 3. However, when a CT scan was performed patient had improved. No interventions needed. Additional information was received from the customer. Patient was admitted for acute intracerebral hemorrhage. Precedex was ordered as sedation for agitation, associated hypertension and ventilator desynchrony. The precedex was being titrated up at regular intervals. The medication was hung at 2347 and titrated up by 0.1mcg/kg/hr at 30min intervals. At 0115, the rn determined that the patient needed additional up-titration of precedex due to continued agitation the dose was increased to 0.5mcg/kg/hr. At 0138, the patient was suddenly unresponsive. The precedex was immediately stopped. Due to the sudden change in neuro status, known intracranial hemorrhage with cerebral edema and period of hypertension leading up to the sudden change, a CT head was ordered. After imaging revealed no acute changes, the patient was closely monitored for several hours and returned to baseline neurological function without additional intervention. A copy of the customer's medwatch was received from the FDA which states "on 12.8 24, a 52 year old male underwent a craniotomy for a sudural hematoma with a biopsy of a lesion concerning for mass on 12 9.24, precedex was initiated after increased sedation required a new bag of precedex was started at 0 2mcg/kg/hr (5 7ml/hr) and titrated according to order on 12 10 24, at 0138, patient became unresponsive precedex drip stopped provider was notified and CT head was ordered due to sustained spike in bp and decline in neurologic exam rns evaluated the bag of medication and identified that the volume of the bag was less than expected. According to the mar, 18 14 ml should have infused since the drip was initiated the bag appeared half empty the measured the remaining volume in the bag as 40ml, finding that the pump indicated it had infused 58 8ml of the drug during the time it was running the settings were reviewed by additional nursing staff and all settings were correct. The patient recovered to baseline neurological status after several hours of precedex being held".